Manufacturer narrative:
H4: the lot was manufactured from october 01, 2021 - october 02, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected infusion was 48 hours; however, the infusion was approximately 78 hours. This was observed during patient infusion. The device was filled with fluorouracil 0.75mg, 70ml of 0.9% sodium chloride, and 30ml of sterile water. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.